Manufacturer narrative:
(B)(4). As the device was not returned for evaluation. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation concluded that the reported patient effect of anemia was related to the hemorrhage; however, the investigation was unable to determine a definitive cause for the reported hemorrhage and pain. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. There was no reported device malfunction associated with the steerable guide catheter (sgc). The reported patient effects of hemorrhage and pain, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures.

Event description:
This report is being filed due to post-procedure groin access site bleeding, requiring a blood transfusion. It was reported that on (B)(6) 2015, two mitraclips were implanted in a patient with degenerative mitral regurgitation (mr), successfully reducing the mr from 4+ to 1+, without a reported device malfunction. Post-procedure, worsening anemia occurred due to right groin access site bleeding and right groin pain was noted. Per the physician, the anemia, groin pain, and hemorrhage were not serious and were possibly related to the procedure. On (B)(6) 2016, two units of packed red blood cells were transfused due to the continuing anemia. There was no additional information provided.